Event description:
It was reported by service report that the brakes were not holding. The customer reported that they did not know if there was pt involvement; and no adverse consequences were reported.